Event description:
Pt underwent bilateral total knee replacements for treatment of osteoarthritis. He reported that he had been doing well until approx three months ago. His right knee pain has steadily increased and he is unable to ambulate up and down stairs. Pt stated the knee felt very unstable, as if it were going to give way. His activities of daily living were significantly decreased. Intra-opearatively, the femoral and tibial components were found to be loosened. Intraoperative cultures were obtained which revealed no organism growth. The femoral and tibial components were removed and replaced.